Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported that the device had performance fixation feature breakage. A top foil and one dispensed suture were returned for analysis. During the visual inspection of the opened sample, the barbs were present along of strand; however, the first loop was busted and consequently the second loop was missing. In addition, the other extreme of suture was damaged and cut appears to be by use of surgical instrument. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, suggest an improper handling of the sample. The following information was requested, but unavailable: it was reported that stratafix broke the knot. Please explain. I.e..did the fixation tab broke? Did the suture break? Did the knots untie? It was stated that the hospital does not have more information. And there was no sales rep present.

Event description:
It was reported that a patient underwent a diastasis of abdominal rectum, umbilical herniorrhaphy, replacement of prosthesis on (B)(6) 2019 and a barbed suture was used. The barbed suture broke the knot at the time of surgery. There were no adverse patient consequences reported. Additional information was requested, but unavailable. Upon evaluation, the first loop was busted and consequently the second loop was missing.